Manufacturer narrative:
A titan pump was received for evaluation. A separation was noted in the pump body near the pump body/bulb adhesive line. Examination and testing revealed this to be a site of leakage. The surfaces appears to be rough and irregular, indicating stress was exerted. It was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) may have been exerted on the pump body to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database and non-conformances revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, fractured pump. The device was revised/replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.